Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture and stent malposition occurred. Vascular access was obtained via the radial artery, the >90percent stenosed target lesion was located in the moderately tortuous and non-calcified mid left anterior descending artery (lad). The lesion was pre-dilated with an unspecified 2.5x20mm balloon catheter. This 3.00x32mm promus element stent delivery system (sds) along with an unspecified. A 014 guide wire and an unspecified 6f guide catheter were selected. The stent balloon was inflated to 10atm in order to be deployed; however, a balloon rupture occurred. The stent balloon was removed and the stent was not well apposed. The procedure was completed by additional dilation with another unspecified balloon catheter. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture and stent malapposition occurred. Vascular access was obtained via the radial artery, the >90percent stenosed target lesion was located in the moderately tortuous and non-calcified mid left anterior descending artery (lad). The lesion was pre-dilated with an unspecified 2.5x20mm balloon catheter. This 3.00x32mm promus element stent delivery system (sds) along with an unspecified .014 guide wire and an unspecified 6f guide catheter were selected. The stent balloon was inflated to 10atm in order to be deployed; however, a balloon rupture occurred. The stent balloon was removed and the stent was not well apposed. The procedure was completed by additional dilation with another unspecified balloon catheter. No patient complications were reported and the patient¿s status is stable.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual and microscopic examination of the returned complaint revealed that the stent detached from the balloon. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. The stent was not returned for analysis. The device was attached to an encore inflation unit and positive pressure was applied when a leak was noted. A microscopic examination of the balloon material observed a pinhole leak at the distal edge of the distal markerband. No kinks were noted along the length of the hypotube. The tip section of the device was visually and microscopically examined and no issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).